Event description:
It is reported a customer received a button error alarm on the insulin pump. The pt's blood glucose level was 92. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The compromised force sensor system alarm occurred during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid display window, scratched reservoir tube window and missing end cap sticker.